Event description:
The customer reported being hospitalized due to high blood glucose of 551mg/dl. The customer experienced laryngitis, illness, coldness, and diarrhea, which caused her to become dehydrated. The customer stated that the doctor disconnected the insulin pump for the time as it could be too much for them to deal with. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.